Event description:
It was reported that the patient was in a car accident and after the accident the patient felt stimulation going down their leg while the implantable neurostimulator (ins) was turned on. It was noted that after the car accident, the patient began to notice that they got shocked when they went through security turnstiles. It was stated that impedances were not tested on the device, but fluoroscopy showed the lead was in the correct area and the patient had good bellows and toe response to stimulation. The healthcare provider decided to implant a new lead on the other side and do another staged trial to assess whether the patient could still have good therapy. It was noted that the issue was unresolved at the time of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0ff2n, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Other applicable components are:product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3093-28 lot# va0ff2n serial# implanted: (B)(6) 2014 explanted: product type lead product ID 3093-28 lot# va0ff2n serial# implanted: (B)(6) 2014- explanted: product type lead product ID 3093-28 lot# va0ff2n serial# implanted: (B)(6) 2014- explanted: product type lead product ID 3093-28 lot# va0p3s7 serial# implanted: (B)(6) 2014- explanted: (B)(6) 2017- product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient stated her urinary symptoms are well controlled but she experienced unwanted stimulation down her leg/toes curl. The patient indicated that they had rotated through several programs in efforts to reduce unwanted stimulation. Decision to remove the lead and replace lead was made. This happened today were device explanted completely and replaced. Post-op, patient reported desired stimulation in vaginal area but no stimulation down herleg. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Event description:
Additional information received reported that the cause of the event was not determined. There was 50 percent or greater symptom reduction and programming was done by nurses at the healthcare professional's office. The patient was doing fine and receiving effective therapy.